Event description:
It was reported that continuous glucose monitor displayed error message during use while sensor was in place. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, error message did not reappear, and customer successfully started new sensor session.